Event description:
The customer reported that the pump did not work. Testing and investigation found that the battery was dead during the self-test and the battery was replaced. A review of the device error log found n56 (replace battery) alarms. The complaint was confirmed and the probable cause is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.